Event description:
The hosp uses lp10 pediatric ventilator set anywhere between: 450-650 tidal volume, breath rate of 8-28/min. A peep valve was attached to the ventilator circuit. The hosp uses 100% humidification produced by a concha therm iii plus by hudson. Usually the peep valve (positive end expiratory valve) is removed during nebulization treatments. Peep valve worked fine at the beginning of the procedure, & still worked fine for a while, then moisture got into the valve & the peep valve shut off. The child turned a little blue but was okay. There were two separate incidents.